Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. Upon firing, the device was cycled, fed, and formed the remaining clips as intended. In addition, the device locked out as intended, but the orange indicator was not visible. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the clips were not closing properly over the cystic duct. The clips were not closing fully, there was a little gap. They put the jaws right across the cystic duct, but when they squeezed the trigger the jaws retracted back pulling the clip back across the duct, so the clip only covered half the duct. Been using it for years and not had problems before.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not applying properly; they were not closing fully. Another device was used to complete the procedure. There were no adverse consequences for the patient.